Event description:
Reporter alleged the blood glucose device displayed a reading in mmol versus mg/dl which is outside the degree of measurement of the device. It was stated, the meter displayed a result of 16.9 mmol; however, the voice unit spoke a result of 304 mg/dl. It was stated, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.